Event description:
On (B)(6) 2014, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In (B)(6) 2024, a CT scan showed aneurysm enlargement. On (B)(6) 2024, a type ib endoleak from the right side was suspected and an angiography was performed; however, it did not show obvious endoleak and the type of endoleak was unclear. On (B)(6) 2024, open aneurysmorrhaphy was performed. During the procedure, a type ii endoleak from the right lumbar artery at l4 level was noted and the physician judged that it was the cause of the aneurysm enlargement. No problem was found on the excluder devices. The device was cut and partially explanted and anastomosed with a graft. The patient tolerated the procedure.

Manufacturer narrative:
H.6.: investigation findings: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: type of investigation: code b20: device remains implanted and therefore not available for direct analysis. H.6.: investigation conclusions: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleaks, aneurysm enlargement, and ruptures of the aortic vessel and surrounding vasculature. It should be noted that, per the gore® excluder® aaa endoprosthesis instruction for use, physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.